Manufacturer narrative:
Type of investigation not yet determined: acquiring information on status of unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, after switching the unit off an alarm sounds on the cardiosave intra-aortic balloon pump (iabp) unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the unit and found that both batteries worked fine in slot 2, and determined that only slot 1 was the issue. The fse further checked and found that the problem was with the power management board. As such, the fse resolved the issue by replacing the power management board. The unit passed all tests to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump began alarming when a battery would be installed in slot 1. There was no patient involvement thus no adverse event reported.